Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of above 600 mg/dl. Customer wearing the pump at time of hospitalization. Customer¿s blood glucose was 70 mg/dl something at dinner her blood glucose was 70 mg/dl something again and about an hour later she tested again and it was 660 mg/dl. Customer thinks at breakfast she was 574 mg/dl and she got real nauseous. The insulin pump was not giving insulin and she was in the hospital. Customer reported the following symptoms related to their high blood glucose was projectile vomiting. Customer treated high blood glucose with the syringes and with manual meter. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. Unit was received with cracked case at the reservoir tube window, reservoir tube window corner and battery tube threads. Unit was received with minor scratched display window and case.